Manufacturer narrative:
(B)(4).

Event description:
It was reported by an eye care professional that a patient experienced an infectious peripherally located corneal ulcer. Additional information received from the eye care professional on (B)(6) 2011 stated that there was one 1-2 mm peripheral corneal ulcer (assumed bacterial by eye care professional) in the patient's left eye along with one 1-2 mm peripheral infiltrate with moderate staining of more than 50%. Permanent scarring was noted. The patient experienced moderate pain and foreign body sensation, moderate redness, watery discharge and mild anterior chamber reaction. Treatment consisted of vigamox every hour for 2 days, then every 2 hours for 1 day, then 4 times daily for 5 days. The patient was seen four times between (B)(6) 2011 and (B)(6) 2011. Visual acuity was 20/20 prior to symptoms. Although not measured, visual acuity was assumed to be 20/20 after resolution of symptoms. The event has resolved and lens wear has resumed.